Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07192. It was reported,the patient no longer receives effective therapy. An impedance check revealed high impedance on multiple contacts of one lead. X-rays were taken and showed the leads had crossed over each other. Reprogramming could not provide resolution. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.